Manufacturer narrative:
Per lumenis service, the quantum device and the 560 nm treatment head were in good condition. Power output was okay. Power meter was clean and in good condition. The head was cooling in medium and max position. No problems were noted with the device. Customer had updated training shortly before the incident. Based on the available information, no additional conclusion could be drawn regarding root cause. Lumenis replaced the quantum device with another quantum device as a customer satisfaction measure and provided a re-inservice upon installation of the replacement device. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.

Event description:
Customer reported that four individuals treated in 2005 had been burned.

Event description:
Customer reported that four individuals treated in 2005 had been burned.

Event description:
Customer reported that four individuals treated in 2005 had been burned.

Event description:
Customer reported that four individuals treated in 2005 had been burned.